Event description:
Husband reported, his wife "got a fungus infection from the solution". The pt has not responded to attempts to obtain further event details and the name of the suspect medical device is not known. No other info is available.